Event description:
Ever since I got my implants have had multiple panic attacks, fatigue, weight gain, heart palpitations, depression, personality disorders, skin pigmentation on face, fingers and toes will turn white to a dark purple.